Event description:
Boston scientific received information that this patient had an episode and was admitted to an emergency room (ER) with symptoms that included dizziness and nausea. The patient was informed in the ER by an unspecified individual that their device did not kick in. The patient was advised to contact their cardiologist. For now the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.